Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to detect the attached paddles and displated a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.